Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited loss of capture. The ra lead was surgically abandoned. The device remains in service. No additional adverse patient effects were reported.